Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that when this achieve (18g/9cm) needle was introduced to the patient body, it made contact with a rib, and the stylet tip (6-7mm length) of the needle was broken.  The broken stylet tip was remained into the patient body under the skin of 30-40mm. The operation was complete without any additional procedure.  Any additional procedure to remove the remained broken tip is under consideration. No health damages. On (B)(6) 2014, the international contact (B)(6) indicated that per the end user, the tissue being biopsied was kidney tissue. The contact with the rib occurred when the needle was inserted before the needle was charged. The patient is stable and there is a plan to remove the residual piece on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Investigation results: the involved sample was received for evaluation. The reported condition was confirmed as during visual inspection of the sample it was noted that the tip of the needle was indeed broken at the sample notch location of the needle. A dimensional test was performed on the notch, internal needle diameter, and external needle diameter. All dimensions were confirmed to be within specifications. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. The manufacturing procedures require verification of the condition of material prior to use in the production of each needle. In addition, personnel are required to perform a charging/discharging test to ensure functionality. The inspection procedures also require personnel to perform multiple functional tests on each unit prior to releasing the product. No issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot noted. Based on the investigation results, it was determined that the most probable root cause is related to product misuse. The manufacturing plant will continue to monitor this issue to identify the need for any action.